Event description:
It was reported that during an implant procedure, the right atrial lead dislodged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.